Event description:
The facility reported a colleague infusion pump with a malfunction of channel a failure. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the biomed service department. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. A device history review was also performed, finding that during the manufacturing of this device, the pump failed 'slide clamp stack'. The pump head module was changed and the pump passed subsequent testing. Evaluation summary: the reported condition of a colleague infusion pump with a channel a failure was not confirmed by baxter personnel during product evaluation. However, during further investigation of the event history by quality engineering, a failure of 810:13 on channel a was confirmed. The root cause was assigned to a defective pump head module. The channel a pump head module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation is in the process of being completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.